Event description:
It was reported that a patient presented with episodes of post-paced t-wave oversensing (pptwos) on their implantable cardioverter defibrillator (ICD) on (B)(6) 2022. No intervention was reported.